Event description:
It was reported that the device would not complete the boot up cycle during a pt use. The pt did not survive the event. There was no adverse event reported as the result of the device use, and no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4): following the event, the facility biomed that evaluated the device was unable to duplicate the reported problem. Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Several attempts to contact the customer regarding further add'l info on the event or the pt were not successful. A conclusive cause for the reported problem was not determined.